Manufacturer narrative:
B4: (B)(6) 2021. The removed touchscreen was returned to the failure investigation lab (fi). A visual inspection of the touchscreen revealed no evidence of damage or contamination. The fi technician installed the touchscreen into a fi ventilator to duplicate the reported issue. The customer complaint could not be verified. No errors occurred during the cycle test and no faults were found.

Event description:
It was reported to philips that the device had a touchscreen failure. The device was reported to have kept operating when touchscreen failure occurred. There was no medical intervention, a ventilator swap was not necessary and there was no delay in therapy.

Manufacturer narrative:
G5:510(k)#: k102985. B4:06aug2021. The field service engineer (se) traced the touch position misalignment to a faulty touchscreen assembly. The se replaced the touchscreen assembly to resolve the reported issue. The device passed performance verification testing.